Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the tibial spacer would not snap into the baseplate properly. Doctor made minor modifications to the implant for it to fit. Device was implanted in 2008.